Event description:
It was reported that a customer experienced insulin leaking from the cartridge, and there were issues with high glucose levels, which sometimes did not show on the bolus screen. The customer's current glucose level was noted to be 207. There was no adverse impact reported to the customer¿s blood glucose level outside of the mentioned high levels. In response, the customer used manual insulin injections when glucose remained high for extended periods. They discussed potential issues related to scar tissue and the need to improve technique and contacted technical support for further assistance. The customer was also encouraged to consider a software update and explore using a longer infusion set for better insulin absorption.